Event description:
It was reported the covidien on (B)(6) 2012 that a customer had an issue with a feeding tube. The customer reports that during entristar insertion for a male patient, the plastic tube separated and popped out when the doctor tried to put it in. Doctor had to remove device and a new one was inserted.

Manufacturer narrative:
Submit date: 05/30/2012. An investigation is currently underway, upon completion the results will be forwarded.